Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Which was believed to be caused by a lead fracture. Troubleshooting options were discussed and recommended. At this time the rv lead remains in service. No adverse patient effects were reported.